Event description:
It was reported that the patient has had previous revision surgeries for proper electrode insertion. The results of an integrity test in 2007 were consistent with normal receiver/ stimulator function and short and open circuit electrodes. Revision surgery is planned. However, details were not provided to cochlear.